Event description:
A distributor reported on behalf of a healthcare facility in china that the tubing of a bc192 flexitrunk infant nasal tubing was found cracked after one day of use. There was no patient consequence.

Manufacturer narrative:
(B)(4). Section d4: serial number intentionally left blank as the information is not applicable to the subject device. Section g4: no 510(k) number was included due to the subject device being a class 1 device therefore, exempt from PMA pathway to regulatory approval. Method: the complaint bc192 flexitrunk infant nasal tubing was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the photographs and description of events provided by the customer, previous investigations of similar complaints, and our knowledge of the product. Results: visual inspection of the provided photographs revealed that the tubing of the bc192 flexitrunk infant nasal tubing was broken between the fourth and fifth at the blue connector side, confirming the reported fault. The film was also observed to be wrinkled and torn, indicating that force was applied, the tube deformed and then broke. Thus, the tubing had been pulled to an unintended extension. Conclusion: our investigation was unable to determine the exact cause of the observed damage to the bc192 flexitrunk infant nasal tubing. Based on our knowledge of the product the tubing was likely pulled inadvertently by directly holding the flexitube. All bc192 bubble CPAP system are visually inspected, and pressure tested before leaving the production line, those that fail are rejected. This suggests that the damage on the subject nasal tubing occurred after it was released for distribution. Our user instructions which accompany the bc192 bubble CPAP system state: - "use caution when positioning or disconnecting to the infant interface. Avoid excessive pull forces, sharp objects, and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." A caution insert is included in the packaging to remind the user to take extra care when handling the bc192 bubble CPAP system.